Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, a trochanteric fixation nail advanced (tfna) reamer broke while being used with the jig and guide wire. Surgeon performed thorough washout to get rid of possible metallic debris. The surgeon commented that the patient had very hard bone. It was also noted that the guide wire had been used for nail entry and not a new guide wire as recommended for lag screw insertion. Procedure was completed successfully with a ten minute delay. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.037.022 lot: f-24972 manufacturing site: werk selzach supplier: (B)(4)release to warehouse date: october 15, 2019 expiration date: n/a a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the tip of the stepped ream f/tfna helic blade+scr f/dh has broken. The broken fragment was not returned. No other problem was found. A dimensional inspection was performed for the stepped ream f/tfna helic blade+scr f/dh and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description.¿ ¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ the overall complaint was confirmed as the observed condition of the stepped ream f/tfna helic blade+scr f/dh would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ drawing/specifications reviewed? Current and manufactured revisions were reviewed. Dimensional inspection:¿ feature: distal shaft diameter measured dimension: conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.